Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l54753. Conclusion: the analysis results that one ec60a device was returned with no visual non-conformances and with two ecr60b cartridge reloads present. Cartridge (b) ecr60b, k5d45r was received fully fired and in good visual conditions. Cartridge (c) ecr60b, was received fully fired and the cartridge pan dislodged from the cartridge and missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a gastric septation procedure, the stapler locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.